Event description:
During laser probe treatment, patient sustained burns to surgical site (nasal portion of the eye). Patient's conjunctiva was opened and explored to determine extent of damage, then surgically closed with sutures.====================== manufacturer response for laser probe, oculight slx/11256-1======================manufacturer has requested information from physician to complete a complaint form. No other information regarding manufacturer's response at this time.